Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was not known. Reportedly, the customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.